Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient noted redness and requested that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode be removed. A revision procedure was performed where the s-ICD and electrode were explanted. Further review by the field representative of the post-operative notes found that the physician had observed erosion which was attributed to the patient's thinner body stature. No additional adverse patient effects were reported.